Manufacturer narrative:
Complainant/facility: (B)(6). There was a short circuit in the handle, the insulating tube was burned, and there were damp connections. Note: this MDR is being filed as a result of the internal review of complaints form medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of device returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).

Event description:
The device (part #: cev669e) was returned to mxi service and repair.